Event description:
During a laparoscopic fundoplication the surgeon began to transect the short gastric arteries with the lcs 15 in blunt mode using level"3" power and the vessel began to pump out blood. The bleeding was controlled with the er320. The surgeon continued to have hemostasis problems with the device despite the fact he was now giving the device twice as much time to coagulate and had reduced the power level to "1". The surgeon had the scrub run a system check and continued to have problems. Then lcs15 was replaced with another lcs15 and the procedure was completed without further difficulties using power level "3" and blunt mode. This was the seventh case the surgeon has used the lcs15 in a lap nissen. The device was not retrieved and returned for analysis because the pt was hiv prositive. There was no consequence to the pt.